Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 104 mg/dl. Customer replaced the battery but the insulin pump would not turn on. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. No unexpected blank display noted during testing. Unable to perform displacement test due to missing retainer. Unit was received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched case, missing retainer and missing reservoir tube o-ring.